Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during use, the guidewire and sheath were found to be bent. There was no reported patient injury.

Event description:
It was reported that during use, the guidewire and sheath were found to be bent. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport isp MRI with 6f chronoflex catheter kit was returned. All packaged components were present except the 18g introducer needle and 12ml syringe. Multiple bends were noted to the guidewire and the introducer sheath and dilator were both bent. Based on the finding, the investigation is confirmed for the reported bent guidewire. It is likely that the damage identified to the introducer sheath and dilator occurred as a result of the bent guidewire, as the introducer sheath and dilator are advanced over the guidewire. However, the definitive root cause for the bent guidewire could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Potential contributing factors include insertion through a tortuous path and damage during handling. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.